Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device display comes on but the information is unreadable. The device's display would need to be replaced to address the issue. Determination made for device to be scrapped.